Event description:
Per provider dealer advised noticed when looking over chair, when pull up on seating system the tilt actuator pulls apart but continues to work properly, no injury, dealer could not provide any other information.